Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: evp. " customer reports false adeno positive due to strong rotavirus detection with evp assay."

Manufacturer narrative:
H6: investigation summary the complaint alleges the bd max instrument (catalog number 441916and serial number (B)(6)) had a "false positive¿. Customer reported that they are receiving false positive adv on evp assay. Field service was dispatched. Field service cleaned both readers and heater mux. Field service swap reader a with reader b and vice-versa. Field service renormalized both readers and performed instrument calibration. Field service performed a successful qpm and qualification run. Review of device history record for instrument serial number,(B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 20dec2021, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and in february 2022, the instrument experienced false positives with adv. Run files and database were reviewed and the case was escalated. The case is part of an escalation project to investigate root cause and determined corrective action. Returned sample analysis consisted of review of database and run files. Review of the run 186 and 189 shows false positive for adv. Review of the raw vic curve shows that slight amplification, but review of the background corrected curve for vic shows that the amplification is not proportional with the raw. Review of the fam curve shows that raw fam curve follows closely to the vic background corrected curve. This is made to believe that there is a level of optical crosstalk. Review of the instrument database shows that the norm ratio prior to the visit were within specifications. Root cause cannot be determined as the source of the cross talk is still being investigated by the engineering team. Complaint is confirmed by quality review of the run file and database. H3 other text : see h10.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: evp " customer reports false adeno positive due to strong rotavirus detection with evp assay."